Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. An eri was reported on a non-rechargeable ins. The caller noticed the eri on the patient programmer on (B)(6) 2018 and it said 2.52 v. No dissatisfaction/allegation against the device longevity was made. The caller stated the battery was running low and the patient was scheduled to have the ins changed (B)(6) 2018. The caller stated it was unknown if it was due to normal battery depletion. The caller reported sudden trouble moving. The caller used the patient programmer during the call and it showed the ins was on. The patient was directed to follow up with their healthcare professional. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional stating the eri and scheduled battery replacement was due to normal battery depletion. The sudden trouble moving and eri had been resolved. It was reported the patient improved spontaneously and did well until his battery was replaced.